Event description:
It was reported by service report that the power cord was twisted which could possibly lead to intermittent or a loss in power to the bed resulting in a loss of critical bed functions. No pt involvement or adverse consequences are reported.